Event description:
It was reported in an article in the "radiology case reports" titled "changes after sterile inflammation caused by trabectedin infusion from central venous port: a case report", that patient was implanted with central venous port through right internal jugular vein for antineoplastic infusion. It was reported that sometime post port catheter placement procedure, the port had difficult to flush. Reportedly, the patient was developed with erythema, swelling and inflammation. However, the port was removed through a small incision at the site and the catheter was removed with difficulty due to adhered to the surrounding tissue. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: kamohara j, kubo t, yasaka k, kobayashi h, abe o. Changes after sterile inflammation caused by trabectedin infusion from central venous port: a case report. Radiol case rep. 2024 aug 7;19(10):4650-4653. Doi: 10.1016/j.radcr.2024.07.047. Pmid: 39220785; pmcid: pmc11363700. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "radiology case reports" titled "changes after sterile inflammation caused by trajected in infusion from central venous port: a case report", that patient was implanted with central venous port through right internal jugular vein for antineoplastic infusion. It was reported that sometime post port catheter placement procedure, the port had difficult to flush. Reportedly, the patient was developed with erythema, swelling and inflammation. However, the port was removed through a small incision at the site and the catheter was removed with difficulty due to adhered to the surrounding tissue. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: kamohara j, kubo t, yasaka k, kobayashi h, abe o. Changes after sterile inflammation caused by trajected in infusion from central venous port: a case report. Radiol case rep. 2024 aug 7;19(10):4650-4653. Doi: 10.1016/j.radcr.2024.07.047. Pmid: 39220785; pmcid: pmc11363700. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported flush issue, removal difficulty and catheter adherence to the surrounding tissue issues as no objective evidence was provided for review. Furthermore the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.